Event description:
It was reported there was a catheter replacement. Following the replacement, it was unclear if the pt had been receiving any drug so the dose was cut in half. It was reported the pt had respiratory depression. The pt was taken to the ICU. The type of medication being administered via the pump was reported to be lioresal. The concentration and daily dose being administered via the pump were not reported. No further symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.